Event description:
It was reported that pump displayed malfunction code and could not be reset by customer, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, and reset was completed with assistance, and customer planned to follow up after locating charger. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.